Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft (etbf3616c145ej) was implanted during the chimney endovascular treatment of a 70mm abdominal aortic aneurysm to maintain renal artery perfusion. It was reported during the index procedure, it was expected that blood should remain at a certain level when the stent is stopped after main body deployment, however during deployment, leakage was confirmed from the delivery system around the side of the stent stop, with leakage also confirmed around the screw gear. There was no blood loss seen inside the patient. The bleeding was observed until the delivery system was removed. It was confirmed that there was no patient injury or excessive blood loss. The graft and the limbs were successfully implanted. Per the physician the cause is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider fully advanced and the backend wheel in the home position. There was no evidence of damage to the graft cover. T-tube hub cap and o-ring were visible on the backend hypotube underneath the external slider screw gear. Blood residue was visible on the proximal hypotube and proximal end of the external slider screw gear. The handle and screw gear were disassembled, and upon closer inspection of the hub cap an uneven distribution of glue was visible. One side of the hub cap had a very thin layer of glue while the opposite side had a large portion of glue forming a bulge which appears to have prevented adequate insertion of the hub cap on the t-tube. The reported failure to achieve/maintain hemostasis was confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.